Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) performed a remote fix after multiple drawers failed when users were unable to log in and forced pockets open to access urgent medications. The customer was assisted with the proper recovery procedure, and drawer functionality was restored. The system functioned as intended after the field service engineer had investigated the issue.